Event description:
It was reported that the patient's ams700 inflatable penile prosthesis was removed due to unspecified reasons. An ams700 16cm cxr device and 65ml reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.